Event description:
The pump was returned for investigation. Investigation revealed moisture damage on an internal component of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed ¿pump not primed¿ warnings with both zero and non-zero force. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no loss of primes occurring. When the pump was opened, evaluation revealed moisture damage on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).